Event description:
The customer reported the system displayed a stator not on error. This error will result in an un-commanded system shutdown. No death or serious injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the wiring harness connectors. The system operates as intended.